Event description:
Information was received that reported a pt had been hospitalized on the morning of 09/2005 due to diabetic ketoacidosis. The pt spent the weekend at the house of her family member. Reportedly she began vomiting on 09/05 which her family member thought was the flu as he reports her bg was fine. She did not test her ketones at her family member's house as she did not have any keto sticks. When she came home to her another family member she was still ill, they tested her ketones and immediately brought her to the ER were she was admitted for dka. The device event history was reviewed with the reporter and the device indicates that for at least 19 hours prior to the hospital admit the pt gave herself no meal boluses or correction boluses. The device will be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incidence.